Manufacturer narrative:
The customer report of a difference of almost one liter off from what the pcu had indicated was confirmed and found to the result of workflow issue. The customer also reported that there documented repeated pauses from the pump and the nurse stated she was in the room and they never happened was not confirmed. The report of fluid volume documented on the hospital¿s electronic health record (ehr) epic systems was almost one liter off from what the pc unit had indicated regarding the amount infused was identified by the bd field team to be the result of a work flow issue. The pump module was left associated to a different infusion order (blood transfusion), which caused the data to flow into the order it was associated to. This information was confirmed after reviewing the hl7data. The review of the pcu event log identified 18 confirmed ¿pauses¿ that were initiated by the user. In most of the user initiated ¿pauses¿ the device was immediately restarted. There was no report of the device failure by the customer. Testing was not deemed necessary. The devices will be sent to service where a pm will be performed. The devices will then be routed back to the customer. The devices were being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was a report of patient involvement.

Event description:
It was reported from the regional burn center that the fluid volume documented on the hospital¿s electronic health record (ehr) epic systems was almost one liter off from what the pc unit had indicated regarding the amount infused into a burn resuscitation patient. Ehr device interoperability was used in the infusion programming. The following discrepancies were noted: lactated ringers solution was ordered to infuse at a rate of 650ml/hr. It was then noted on the ehr that the documented rate was changed to 70ml/hr at 0804 on march 19th; the rate was changed again to 115ml/hr at 0814. The user verified that neither of these rate changes were done on the actual pump. Later on and between 1200 and 1300, there were documented repeated pauses that was being recorded from the pump and the nurse had stated that she was in the room the whole time and the documented ¿pauses¿ never happened on the actual pump. There was no harm to the adult patient. It was then found during an investigation conducted by bd interoperability team that the documented rate changes were due to workflow issue. The pump module was left associated to a different infusion order (blood transfusion), which caused the data to flow into the order it was associated to. This information was confirmed after reviewing the hl7data.